Event description:
It was reported that caller did not see drops of insulin at end of tubing during the fill tubing step of the load sequence, even after using room temperature insulin, not reusing cartridge, and confirming that pump piston was in contact with bottom of the cartridge reservoir. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to continue filling tubing, disconnect tubing at t:lock and fill, and was guided through filling and loading a new cartridge on pump, but issue persisted with no drops or insulin ball forming at cartridge pigtail, so call was transferred for escalated troubleshooting. Clss to replace pump. Customer will continue to use current pump.